Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with severe lumbar radiculopathy for proposed two-stage procedure consisting of posterior l4-5 revision and fusion, then anterior l4-5 fusion. X-rays reviewed at this consultation indicate lucency around the screws, progressed since (B)(6) 2008. Apparent intradiskal fusion on x-ray is ¿likely artifact given that screw lucency is consistent with implant loosening, which is only possible if nonfusion¿. On (B)(6) 2008 patient underwent l4-5 posterolateral fusion with bmp and local bone graft, and removal and re-instrumentation using non-medtronic hardware. Previous pl pseudoarthrosis was confirmed during this procedure. On (B)(6) 2008 patient underwent anterior lumbar spinal fusion using fra allograft spacer, bmp and local bone chips harvested from endplates. Previous peek spacers were removed. No complications were noted during this procedure. On (B)(6) 2009 patient presented to the clinic for 8-weeks follow-up of anterior/posterior lumbar fusion. Note indicates ¿he continues to experience a fair amount of discomfort in the lower back, but most of the discomfort is in the left anterior thigh and groin region, as well as the lateral part of the incision¿. He also notes ¿x-rays reveal well placed anterior interbody and posterior instrumentation with no evidence of loosening. There is bony growth noted in the posterolateral gutters already¿. On (B)(6) 2009 patient presented to clinic and was assessed for depression and low back pain. Patient is noted to be currently taking oxycodone and valium. Effexor was increased to 75mg bid, and patient was referred back to workman¿s comp surgeons for consideration of long-term narcotic treatment. On (B)(6) 2009 patient presented for 3 month follow-up. Note indicates ¿he states that he continues to take 4-6 percocet per day for continued low back pain. He also complains of continues anterior incisional pain that radiates down to the left groin¿. The attending pa also notes ¿x-rays show evidence of consolidation of the interbody spacer. No evidence of loosened instrumentation¿. On (B)(6) 2009 patient presented for approximate 5 months follow-up. Note indicates continued narcotic use, and the patient expressed a desire to wean himself down. The attending pa adds, ¿x-rays reveal well-placed screws and interbody with no evidence of loosening; evidence of bony consolidation¿. He further offers the impression, ¿roughly 5 months status post a/p lumbar fusion with steady progress. Continual low back pain¿. On (B)(6) 2009 patient presented for an agreed medical evaluation. In this note, dr. Reveals that the patient has had problems with the insurance company in that his workman¿s comp benefits were cut off in february or (B)(6) 2009 despite only a 50% improvement of his symptoms. Dr. States that the patient claims his left leg feels differently than it did before the (B)(6) 2008 surgery. ¿the patient notes that he is not having any sweat glands over his left leg¿and there were also changes in the coloring of his leg as well¿. On physical exam dr. Notes, ¿there were definite basal motor changes. The skin throughout the left leg was mottled. Skin temperature was cool¿. Dr. Goes on to give his impression and diagnosis of complex regional pain syndrome. Dr. Further recommends that the patient be seen by a physiatrist or pain management specialist. On (B)(6) 2009 patient presented for follow-up. Notes indicate the recent diagnosis of rsd (complex regional pain syndrome) and recent discontinuation of oxycontin. Patient continues to complain of numbness in the anterior thigh. Note indicates that x-rays show solid fusion of the interbody space. On (B)(6) 2009 patient presented for follow-up. Note indicates that the patient¿s left leg symptoms continue as well as some continuing low back pain and spasms. Percocet and valium refilled. On (B)(6) 2009 patient presented to pain clinic for consultation. Dr. Recommends taper and discontinue narcotics, diazepam use, and encourages aggressive treatment of patient¿s depression. He also states, ¿due to clinical findings and previous evaluations I do not recommend further surgeries or interventions at this time¿. Dr. Also indicates that he does not believe the patient has complex regional pain syndrome (rsd), and lists several reasons to support this, mainly the lack of any related symptoms associated with rsd in the lower extremity. On (B)(6) 2009 patient was seen in clinic by dr. Who indicates, ¿currently he is working full time and still has discomfort and tightness in the lower back. He reports no leg or foot pain¿. Under recommendations, dr. Notes ¿[patient] is actually quite functional. He states his pain medication is effective without significant side effects¿. Dr. Went on to recommend another course of pt and a muscle stimulator for home use. On (B)(6) 2009 patient was seen by the physician who indicated that the patient is to ¿at this point I would consider him to be returned to a permanent and stationary status¿ exam is consistent with reduced range of motion. He has some sharp pains in the low back, buttock and thigh.¿ on (B)(6) 2010 patient presented for follow-up. Note indicates that the patient ¿sates that he is doing well. He reports having occasional low back discomfort, but denies any symptoms in the lower extremities. He continues to work with [physician] in pain management and takes 6 percocet a day¿¿ additionally, the note indicates ¿x-rays show good position and alignment of the posterior instrumentation and interbody spacer, with solid fusion.¿ on (B)(6) 2011 patient presented to the clinic of (B)(6) m.d. With situational stress and low back pain. Patient reports no longer being treated for pain control, and is currently out of oxycodone and lexapro. Patient currently seeking a new pain specialist who accepts workman¿s comp patients. One-time prescription given for oxycodone x 3 months (#240). On (B)(6) 2012 patient presented to the clinic with low back pain and diarrhea. Refill prescribed for pain medications. Follow-up in 2 weeks. On (B)(6) 2012 patient presented to the clinic with depression, low back pain, and diarrhea. Low back pain continues. Patient continues to smoke and drink beer. Patient is no longer followed by a workman¿s comp physician. Prescription given for oxycodone/apap 10/325 #240. On (B)(6) 2012 patient presented to clinic for follow-up of low back pain, depression, and diarrhea. Notes indicates oxycodone/apap has been helpful for this back pain. Refill given for oxycodone/apap 10/325 1-2 po q4h, #240. Patient also noted to be on xanax which has been helpful for anxiety. On (B)(6) 2012 patient presented to clinic for follow-up. Note indicates patient ¿continues to have intense back pain much of the time¿. Refill griven for oxycodone/apap. Patient to complete dmv application for disability parking. On (B)(6) 2012 patient presented to clinic for follow-up. Note indicates ¿patient¿s low back pain has become excruciating. He has returned to work in (B)(6), has a more physical job¿ especially when in cold weather his back seems to flare up¿. Refill given for oxycodone/apap 10/325 #240. Prescription given for lidoderm patches 5%. On (B)(6) 2013, a clinic note . Indicates that the patient has been referred to rehab, and that x-ray and MRI images of the lumbar spine have been ordered. No imaging reports are provided. On (B)(6) 2013 patient presented to clinic for follow-up. Note indicates that patient was dismissed from his job, and with the decreased physical labor, has not had as much lumbar pain. Medication was changed to oxycodone ir 10mg, 1 po q6h. Additionally, the attorney reports that the patient had ¿pain and swelling at implant site¿.